Event description:
It was reported that visible air bubbles occurred. The faradrive steerable sheath was inserted during the case and was working properly for the first half of the procedure. The physician removed the farawave catheter and attempted to insert the octaray catheter. He noticed that the valve on the sheath was continuously drawing in air. Despite multiple attempts to aspirate, the sheath continued to suck in air. Subsequently, the sheath was replaced, and the procedure was completed. The sheath is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.